Manufacturer narrative:
Investigation pending.

Event description:
Pt reported discrepant low reading - inratio = 3.8, lab = 9.0, roughly 4 hours or more between readings. Pt had blood in urine - having lovenox injections. Pt was just released from the hospital last week into this facilities hospice care. They tested the pt on (B)(6) 2012 and obtained an inr of 3.8 on the meter. They felt this was correct as the pt was on both coumadin and lovenox. They repeated the test today and obtained the same inr value on the meter of 3.8. The pt's urine contained blood. Pt was sent to the ER and had a lab result of 9.0. Pt has been hospitalized.